Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Unused sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This was reported as closures of the minimally calcified left and right common femoral arteries using three proglide devices via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Two proglide device placements were attempted on the right side first. Reportedly, resistance was felt while depressing the plungers, but the physician was eventually able to fully depress the plungers; it was then discovered that cuff misses occurred as the sutures were not present when the plungers were removed. A non-abbott device was used in attempt to achieve hemostasis; however, the non-abbott device failed and resulted in surgery. Per reported information, the resulting surgery was related to the non-abbott device, and unrelated to the proglide. Afterwards, closure of the left common femoral artery was attempted with one proglide device. The same issue-- resistance with the plunger and a cuff miss-- also occurred on the left. Two new proglide devices were successfully pre-placed. The sheath was upsized to a 10f and the tavr procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures (on the left side). There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.